Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, a spark was heard from the electrode pads. After removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes revealed evidence of a discharge was observed (tin has discoloration around the edges of both pads). No signs of arcing or burning was observed. Some hair was observed stuck to the pads. It is suspected that the cause of the reported event is due to poor coupling of the electrode pads to the patient. The IFU states poor adherence and/or air under the electrode can lead to possibility of arcing and skin burns. Analysis for reports of this type has not identified an increase in trend.